Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method & results: -device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. -medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. -device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. -complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance.

Event description:
4:1 cutting block was placed on distal femur. The surgeon proceeded to make cuts. Once removed he noticed one broken peg from the 4:1 cutting block. Surgery was completed without complications.

Event description:
Cutting block was placed on distal femur. The surgeon proceeded to make cuts. Once removed he noticed one broken peg from the 4:1 cutting block. Surgery was completed without complications.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.